Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12-april-2024, it was reported by the patient for the tape not sticking as infusion set came off within less then a day of use. Patient does not perspire heavily. No further information was available.